Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg began to surface and protrude, due to significant weight loss. It was also reported that the ipg did not break skin. As a result, the patient's ipg was explanted to address the issue.

Manufacturer narrative:
Corrected data: device manufacture date and date of implant; additional device information: serial and lot number, and expiration date was inadvertently entered incorrectly in initial report.